Manufacturer narrative:
A product sample was received and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
A device history record (DHR) review was conducted. According to the device history record review, two lots were reprocessed for anomalies that did not contribute to the customer complaint. Three lots had no anomalies found based on the DHR review. The product was released based on the manufacturer¿s acceptance criteria. No additional investigation is required based on DHR. A complaint history examination indicates that this is the fourth complaint against the components of the reported lot. Six opened 23 gauge trocar cannula/hub assemblies were received for evaluation. The returned samples were visually inspected and the following visual results were determined: set #1, sample #1 was deemed conforming, set #1, sample #2 and #3 were deemed nonconforming (damaged septum) and set #2 was deemed conforming. An exact root cause could not be determined as to why the trocar cannula exhibited the leaking condition described. An internal investigation has been opened to address this issue. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the trocar valves were leaking. The procedure was completed without consequences to the patient. Additional information and product sample have been requested.